Event description:
A malfunction alarm was reported, but it was confirmed that there was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump malfunction code, and after resetting, the code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.